Event description:
A hospital charge nurse reported that polypectomy with cauterization was performed at five sites during a colonoscopy procedure. The patient returned on the same day with gastrointestinal bleeding and was subject to a repeat colonoscopy. The second exam revealed bleeding at all previously cauterized sites; the bleeding was arrested with (marking) clips and/or epinephrine. The patient was hospitalized following the occurrence.